Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and was found to be fractured. Additional information indicated that the tachy and brady therapies were disabled and that no inappropriate shock was given due to the long duration intervals that was set. The physician has yet to explant the lead. The rv lead remains in service. No adverse patient effects were reported.